Manufacturer narrative:
Health and life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The pharmacist contacted (B)(4) regarding a product complaint on (B)(4) 2013. He reported that a customer returned the atomizer after a washer fell into his mouth during use. Upon further questioning, the pharmacist reported that the pt did swallow the washer from the atomizer; however, the pharmacist does not have the returned device. No additional info was available concerning the pt.